Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed drawer was unable to be accessed. The field service engineer (fse) found that drawer 6 had failed and was not sensing the closed position because the magnet had come loose and needed replacement. The inseparable magnet was replaced to restore drawer functionality. The customer was able to recover without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was unable to access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.